Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm, model #: sc-4316, lot #: 18314019, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient had discomfort in her right foot after her implant. The patient underwent an explant procedure. Device malfunction was not suspected, and the physician did not think the discomfort was device related.

Manufacturer narrative:
Additional information was received that the physician stated that the discomfort was not due to the procedure.

Event description:
A report was received that the patient had discomfort in her right foot after her implant. The patient underwent an explant procedure. Device malfunction was not suspected, and the physician did not think the discomfort was device related.